Manufacturer narrative:
(B)(4). The device was received for investigation. The investigation is currently pending.

Event description:
It was reported that during prior to use tests, the tracheostomy tube cuff was found to be difficult to inflate and deflate. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). One tracheal tube was received for evaluation. A visual inspection was performed, and it was observed that the inflation line had collapsed inside the lumen of the tube. Inflation and deflation tests were performed by using a 25cc syringe of air applied to the cuff, and it was observed that the inflation was difficult. A dimensional test was performed, and the readings were within specification. The customer reported malfunction was verified.